Event description:
It was reported that the patient presented for a system implant. After the leads were successfully implanted, the patient's blood pressure and heart rate dropped due to a cardiac perforation. A pericardiocentesis was performed, but the bleeding could not be stopped. A midline thoracotomy was performed and a hole in the rv was revealed. The perforation was surgically closed and a second surgical procedure was performed to stop the bleeding. The patient was stable at the end of the procedure and moved to the ICU to recover.

Manufacturer narrative:
.